Event description:
It was reported to philips that the device's geometry computer was restarting on its own, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned neurovascular treatment, which was completed as planned by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry computer was restarting on its own. Rse reviewed the log files, which indicated the application error: unable to communicate with geo ipc and no movement available message. To resolve the issue, the customer replaced the lateral potmeter, host biplane rev, host pc, geo pc, and lateral drive. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.